Manufacturer narrative:
Product event summary: analysis found analyzer input/output performance issues and there was loss of analyzer communication to the programmer; the analyzer was found out of electrical specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.